Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2009. Subsequently, the patient underwent a revision procedure on (B)(6) 2011 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, fluid build-up around joint, metal poisoning, metallosis and dysfunction. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2011 left hip revision operative report noted the revision was due to pain and a bone scan indicating the loosening of the acetabular cup. Operative report further noted the presence of swelling beneath the capsule, synovial fluid, scar tissue, a pseudotumor with metallosis, leg length discrepancy due to acetabular cup migration and a loose acetabular cup. The modular head, acetabular cup and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. " and "undesirable shortening of limb. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-02018/-02019/-02020).